Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the screen of the programmer was cracked. It was also determined at analysis that the stylus was not working caused by a broken flex cable, the stylus was missing. The lower bullets were worn out and the fan was noisy. The keyboard left and right hinges were broken, software history errors were found. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the programmer was cracked. It was further reported the programmer returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.